Event description:
During post op x-rays of total knee arthroplasty (right leg) surgeon noticed the patella metal component dislodged from the patella plastic component. During the revision surgery, surgeon replaced the patella component.

Manufacturer narrative:
The device associated with this report was not returned. A review of the complaint database confirmed that there have been no previous reports of this issue. Review of device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. Should any additional info be received to change the outcome of the performed investigation, the complaint will be reopened.